Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out-of-range right ventricular lead impedance and increased thresholds were discovered through remote monitoring. The patient was asymptomatic. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient's implantable cardiac defibrillator was prophylactically explanted due to advisory. The patient was stable before, during, and after the procedure.